Manufacturer narrative:
The initial MDR 2517506-2021-00360 was filed on 30-dec-2021. Additional information (30-dec-2021): siemens further investigated the issue and reviewed the instrument files and determined that discordant sodium (na) results show elevated fluid verify results, which is an indicator of sample specific issues affecting the fluid flow, resulting in poor sample positioning across the v-lyte sensor electrodes. Siemens cannot rule out preanalytical or sample specific issues as contributing factors. The investigation conclusions code and type of investigation code in section h6 were updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that depressed sodium (na) results were obtained on a patient sample on a dimension vista 1500 instrument. Siemens further investigated the issue and concluded that poor sample quality and the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample including red cells, platelets, and buffy coat material potentially contributed to the depressed na results. Siemens is investigating the issue. MDR 2517506-2021-00352 was filed for the same event and patient.

Event description:
Falsely depressed sodium (na) results were obtained on a patient sample on two dimension vista 1500 instruments, identified with serial numbers (B)(4) and (B)(4). The discordant result of 101 mmol/l was reported to the physician(s). The sample was reprocessed on two alternate dimension vista 1500 instruments and on one of the previous dimension vista 1500 instrument. The repeat results were higher. The repeat result of 149 mmol/l was reported, as the correct result, to the physician(s). MDR 2517506-2021-00352 was filed for the dimension vista 1500 instrument identified as (B)(4). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.